Manufacturer narrative:
The customer¿s report of ballooning in the silicone segment was confirmed. Visual and tactile examination of the set noted that the portion of the segment just below the upper fitment had been weakened and remained slightly bulged. Because the drip chamber had been cut from the set, rendering the set non-functional, further replication of the reported failure was not possible. Functional testing was not performed because the drip chamber had been cut off and removed from the set. The customer¿s report of bulging/ballooning of the silicone pump segment was confirmed.

Event description:
We received copy of customer medsun report from FDA that states, "the bulging was at the softer part of the tubing that is inside the pump. The patient wasn't harmed- -there was just a slight delay in fluid administration due to trouble shooting the issue and replacing the tubing. The staff felt that the issue was with the tubing and not with the pump. When they changed out the tubing it infused normally."

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.